Event description:
It was reported that during a total knee procedure that the blade broke at the mount. It was also reported that the broken pieces were removed from the surgical site by the surgeon and there was no injury to the patient. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned blade was measured where possible and al critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multifactorial.